Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right atrial (ra) lead developed a pocket infection. Subsequently, this lead, the defibrillator, two right ventricular leads, and the left ventricular lead were successfully explanted in their entirety using the spectranetics tight rail mechanical sheath system. It was noted that the patient's rhythm was conducted atrial fibrillation. No additional adverse patient effects were reported. This lead is not expected for return.